Manufacturer narrative:
Footboard and headboard assembly.

Event description:
It was reported by service report that the bed had a broken head board and footboard. It is unk if there was pt involvement, however, no adverse consequences are reported.